Event description:
It was reported on (B)(6) 2026 a 25 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. Sizing of the device was determined with 3-d computed tomography (CT) and 2-d and 3-d transesophageal echocardiogram (tee). Imaging modalities used during the procedure were angioscopy and tee. During the procedure, the left atrial pressure was above 12 mmhg and saline 500 cc was given. No leak was detected around the lobe. Close criteria were satisfied and a tension test was performed. The device was barrel shaped. The device was implanted. During the night following the procedure, the device embolized to the mitral valve, and the patient went into cardiac shock. Obstruction of blood flow was noted. The patient was referred to cardiac surgery, and the device was surgically removed. The patient status was stable and discharged.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.